Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 35% to 5% after being connected to a power source. Customer reported blood glucose (bg) level was 316 (mg/dl). A correction via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer reported an elevated bg level earlier that day (356 mg/dl). The customer stated the suspected reason was consuming a large amount of carbohydrates. A correction via the pump was delivered. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.